Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to put pump into storage mode before returning it, and understood the need to re-enter pump settings and reconnect cgm on replacement pump, while technical support confirmed warranty and shipping details, arranged replacement pump with specific setup guidance, and instructed customer to return problematic pump using pre-paid label within 10 days.